Event description:
A malfunction alarm occurred with the customer¿s device, indicated by malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to contact technical support again if the issue reappears and was able to continue using the pump.